Event description:
It was reported that the physician was ready to deploy a stent when the tuohy-borst came apart from the device. There were no threads on it to reattach it. The procedure was a venous anastamosis stent over a leg graft, and the approach was through the dialysis graft. The physician chose to enter sheathless, using a .035 wire. The physician removed the system and used another like device to complete the procedure. No injury to the pt was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all the specifications prior to shipment. The sample was returned but the eval has not been completed. With the info received to date, the complaint is inconclusive and the root cause is unknown. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.